Manufacturer narrative:
The root cause of the ischemia was unable to be determined due to insufficient clinical details. The pump passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While on support it was reported that the patient developed left lower extremity ischemia. Unable to remove impella due to hemodynamic needs. The medical doctor did a external femoral bypass to restore flow to the leg. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.